Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm approximately seven years ago. It was reported that the right internal iliac artery is coiled off and the stent graft is extended down into the common iliac artery. The right side is the ipsilateral side and there was a endoleak, type iii separation between the two ipsilateral limb extension stent grafts. The lcia was noted to be aneurysmal. The patient is scheduled to be treated for the type iii endoleak next week. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: endoleak, unknown cause of event. Conclusion: unknown cause of event.